Manufacturer narrative:
Investigation checking the manufacturing charts of the involved lot #22ar039, no pre-existing anomaly was found on the devices manufactured with the same lot #. Checking the manufacturing charts of the involved lot #1406505, no pre-existing anomaly was found on the devices manufactured with the same lot #. Checking the manufacturing charts of the involved lot #1406505, no pre-existing anomaly was found on the devices manufactured with the same lot #. Checking the manufacturing charts of the involved lot #j103002306, no pre-existing anomaly was found on the devices manufactured with the same lot #. Checking the manufacturing charts of the involved lot #14h2365, no pre-existing anomaly was found on the devices manufactured with the same lot #. This is the first and only complaint with this lots. A final MDR will be shared upon completion of the investigation.

Event description:
A second revision total hip arthroplasty (tha) was performed on (B)(6) 2026, due to loosening associated with osteolysis. During the procedure, the surgeon attempted to remove the implanted modulus neck taper b s 125 (product no. 7590.15.030, lot no. 1308590, ster.(B)(4) using a neck extractor (product no. 9043.10.360, lot no. 1406505) connected to a wrench zimmer connect h210 mm (product no. 9095.10.131, lot no. 22ar039). During this attempt, the connection part of the wrench fractured. A second wrench of the same product and lot (product no. 9095.10.131, lot no. 22ar039) was then used, and the same issue occurred. According to the sales representative, the connection interface of the extractor may also have been damaged. Subsequently, an older model neck extractor (product no. 9043.10.360, lot no. J103002306) connected to a manual snap wrench (product no. 9095.10.110, lot no. 14h2365) was utilized. As per the surgical technique, the external sleeve was screwed onto the neck, and the surgeon attempted to remove the neck using the wrench connected to a handle. During this step, the threaded tip of the external sleeve fractured. Due to the event, the surgery was extended to about 60 minutes. Patient is male, 67 years old. Event happened in japan.